Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent an umbilical hernia repair surgery on (B)(6) 2013 and mesh was implanted. It was reported that on (B)(6) 2017 the patient underwent removal surgery of the mesh at (B)(6) surgical group in west (B)(6), by dr. (B)(6). Omental adhesions were found, along with ¿a fairly long loop of small bowel which is adherent to the mesh.¿it was reported that the patient continues to experience pain, constipation, recurrent hernia defects, burning sensation, scabbing in umbilicus area, chills, fever, inflammation, infection, sleeplessness, loss of energy, and loss of appetite. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 9/15/2020.